Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A severely calcified, 90% stenosed lesion in the posterior tibial artery (pt) was treated with a 1.25mm diamondback exchangeable peripheral orbital atherectomy device (oad) followed by balloon angioplasty. The peroneal was then noted to have sluggish flow, and a guide wire was placed and balloon angioplasty was performed. An embolic filter was placed proximal to the anterior tibial artery (at) and a 2.0mm diamondback exchangeable cartridge was used to treat the 80% stenosed popliteal and superficial femoral arteries (sfa) on low, medium and high speeds. The popliteal and sfa were then treated with balloon angioplasty. The patient was noted to have pulses via ultrasound, but the foot appeared red and mottled. The leg of the patient from foot to mid-thigh turned red and blue, and the physician diagnosed the patient with livedo reticularis post cardiac catheterization and cholesterol crystal embolisation. The patient was placed on a heparin drip and treated with an integrin bolus. The leg was kept warm and monitored overnight. The following morning, the condition had mostly resolved and the physician expectation was a full recovery.